Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered in association with pd treatment. During fill 3 of 5 there was a volume error warning and prior to that there was an air detected in cassette warning. After cancelling treatment and removing the cassette from the cycler, the patient did see fluid coming out of where the cassette was inserted. A new cycler was issued to the patient. In a follow up, the patient confirmed the reported event and stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m75 volume error warning and m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid leaking out from around the cycler pump module heads when the cassette door was opened. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event and pending delivery of the replacement cycler. The patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered in association with pd treatment. During fill 3 of 5 there was a volume error warning and prior to that there was an air detected in cassette warning. After cancelling treatment and removing the cassette from the cycler, the patient did see fluid coming out of where the cassette was inserted. A new cycler was issued to the patient. In a follow up, the patient confirmed the reported event and stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m75 volume error warning and m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid leaking out from around the cycler pump module heads when the cassette door was opened. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event and pending delivery of the replacement cycler. The patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.